Event description:
Patient came in for upper endoscopic ultrasound with needle aspiration to evaluate a subepithelial tumor in the esophagus. During the procedure, as the aspiration needle was being advanced down the channel, a piece of plastic stent was seen coming out of the end of the scope. The stent fragment was removed. The contaminated scope was removed and replaced with a new scope for the procedure to be completed. The contaminated scope had been used the previous day. It had been cleaned and sterilized prior to the procedure.